Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned for evaluation; therefore, ten pieces of the same catalog number were taken from current production at the manufacturing facility to test the reported defect. A visual inspection was performed on all ten samples and no defects were observed. In addition, functional testing was performed and all samples passed the leak testing. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. In the current manufacturing procedure, 100% leak testing is conducted at the assembly area; therefore, any defective products would be detected prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during use, the filter separated in two in it's middle. So the internal filter was out and it was dangerous for the patient that was thus no more ventilated." Additional information was requested, but not available at the time of this report.

Event description:
It was reported that: "during use, the filter separated in two in it's middle. So the internal filter was out and it was dangerous for the patient that was thus no more ventilated." Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the filter was broken. It was separated in two in the middle. Ten pieces of the same catalog number were taken from current production at the manufacturing facility to test the reported defect. A visual inspection was performed on all ten samples and no defects were observed. In addition, functional testing was performed and all samples passed the leak testing. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the visual exam the complaint was confirmed. Although the complaint was confirmed, a root cause for the issue could not be identified. In the current manufacturing procedure, 100% visual exam and leak testing are conducted; therefore, any defective products would be detected prior to release from the manufacturing facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during use, the filter separated in two in it's middle. So the internal filter was out and it was dangerous for the patient that was thus no more ventilated." Additional information was requested, but not available at the time of this report.